Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of the device returned for analysis a conclusive cause for the reported difficulty could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that there have been "multiple prostar devices that did not successfully deploy in the past one year." No additional information was provided.